Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller, system interface board, and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an intermittent communications error message. No patient was reported.